Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
It was reported that the device was explanted and replaced for biv ICD upgrade and device is on battery performance advisory. No battery performance alert was received. The patient was stable.